Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the patient had a severely angulated aortic neck. Resulting in a type 1 endoleak. The physician elected to explant the stent graft. No add'l clinical sequelae were reported and the patient is fine.